Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The obturator was not received. The device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the sleeve was leaking through the case. The same device was used to complete the procedure. No adverse consequences reported.